Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spina cord stimulation - lumbar radiculopathy/ spinal pain. It was reported that the neurostimulator (ins) was not holding a charge. Patient stated ins took around 10 hours to charge and the ins depleted within about 2 days. Patient has tried to make an appointment with local hcp. Patient has not been recently reprogrammed or switched groups nor have they increased parameters. No symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer via a manufacturer representative (rep). It was reported that there was an increase in battery depletion, increase in recharge time, and shocking. Impedances showed electrodes 0, 1, 2, 3, 7, and 8 were out of range over 10,000. It was mentioned the patient had back surgery one month go which may have contributed to the issue. The rep reprogrammed around the electrodes and instructed the patient to call if their symptoms did not improve. No further complications were reported.